Event description:
Fracture of the 4 french microdilator in the cephalic vein outflow due to extensive scar tissue formation with successful retrieval using a 4-8 en snarer device during left lower extremity fistulogram, balloon angioplasty, ultra-guided access x3. No injury to patient.